Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the revision reported was likely the result of the post traumatic event, which led to dislocation.

Event description:
Index surgery: (B)(6) 2017. Revision of left shoulder components due to dislocation. The patient was hit by dogs while exercising. The case report form indicates this event is unlikely related to devices. This event report was received through clinical data collection activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2017. Revision of left shoulder components due to dislocation. The patient was hit by dogs while exercising. The case report form indicates this event is unlikely related to devices. This event report was received through clinical data collection activities.